Event description:
It was reported that during a coronary artery angioplasty treatment procedure, there was a balloon rupture. The physician performed ivus was attempting to predilate an 80% stenosed mid lad (left anterior descending) with a maverick2 monorail 3.00x9mm balloon catheter when the balloon was reported to have burst at 12 atmospheres. The physician reported that the vessel experienced "mild slow filling of the distal vessel" and the patient was treated with intracoronary nicardipine and the slow flow was then resolved. The physician then treated the lesion with predilation with a maverick 3.50x15mm balloon catheter, the lesion was then stented with a taxus express2 3.50x20mm drug eluting stent. The vessel and stent were post dilated with a quantum maverick 4.0x12mm balloon catheter. There were no other patient injuries or complications reported. The patient's condition is reported as "well".

Manufacturer narrative:
The complainant indicated that he device will not be returned for evaluation. Upon completion of the failure analysis, should further relevant information become available; a supplemental medwatch report will be filed.